Manufacturer narrative:
05-jun-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Didn't experience any symptoms [no adverse event]. [Brush head] wouldn't stay on my brush and came shooting off the brush into my mouth while I was using it - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit] . Case narrative: female consumer via phone stated that the oral-b toothbrush head would not stay on the oral-b toothbrush handle and came shooting off of the oral-b toothbrush handle into her mouth while using it. No injury was reported. 21-may-2023 follow-up via letter product indication learned- "brushing teeth." No injury was reported. 05-jun-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. Suspect product confirmed to be oral-b power oral care refills crossaction eb50ab brush set 1ct. Concomitant product confirmed to be oral-b power rechargeable toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Didn't experience any symptoms [no adverse event]. [Brush head] wouldn't stay on my brush and came shooting off the brush into my mouth while I was using it - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush head would not stay on the oral-b toothbrush handle and came shooting off of the oral-b toothbrush handle into her mouth while using it. No injury was reported.